Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass procedure, the doctor requested to use the handle and upon firing it de-articulated in the middle of the firing. Upon inspection the staple line appeared complete. The circulating nurse opened another handle to complete the case. There was no patient injury.